Event description:
An ipp device was implanted on 2/9/87, the cylinder and pump were revised on 4/17/92. The entire device was removed from the patient on 2/25/97, due to a right cylinder aneurysm, and replaced.